Event description:
Caller reportedly received results of 2.8 mmol/l and 14.9 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Product has been replaced.

Manufacturer narrative:
The event occurred in another country.